Event description:
The reporter indicated the surgeon implanted a 13.0mm icm130v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2012. The lens was explanted on (B)(6) 2012, due to excessive vaulting. Subsequently, the patient experienced pupil block, with elevated intraocular pressure (iop), significant reduction of irido-corneal angles and angle closure. A secondary yag was performed to enlarge the pis. The lens was exchanged for a shorter lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens was not returned. (B)(4). Lens was not returned.